Manufacturer narrative:
Handle is manufactured by richard wolf. It is then sent to endoplus where they manufacture and attach the insulated sheath and forceps. Completed device is then returned to richard wolf for distribution. Investigation is currently open and being performed on the actual device. Richard wolf received device, performed a visual/functional evaluation and then sent device to endoplus facility on (B)(4) 2013 for further investigation. No damage was detected and device worked as intended at rwmic facility. Manufacture date: march 2013. Distribution date: may 2013. There have been no similar events in the last four years. Labeling was reviewed and found to be adequate, i.e. Intended use, indications and field of use, preparation and cautions. Rwmic considers this matter open and will provide FDA with follow-up information when investigation has been completed.

Event description:
Facility reported during a case, after forceps were inserted into patient and opened, the instrument would not close. Doctor had to do a mini-laparotomy to remove device. Patient had a 3" incision instead of normal puncture hole. In order to remove tenaculum from patient, doctor performed a mini-laparotomy therefore patient had a 3" incision instead of the normal puncture hole. Customer also reported a delay in scheduled procedure as a result of the unscheduled mini-laparotomy.